Manufacturer narrative:
Reportable malfunction with inomax dsir plus (B)(4) was documented and investigated under (B)(4). A review of the device's service log revealed that a delivery failure alarm occurred due to an apparent inter-processor link (ipl) failure between the device's monitoring processor and delivery processor. Although identified in the service log, the regional service center (rsc) did not experience a delivery failure alarm during testing. The root cause for this occurrence was likely due to a malfunctioning pca main board. As a result, the device's pca main board was replaced. Trends were reviewed for this reportable condition and determined to be within the established control limits. No further action is required at this time. A full functional test was performed and the device operated according to specifications. As a result, the device was placed back into circulation for customer use.

Event description:
A customer contacted mallinckrodt to report that they experienced a delivery failure alarm with their inomax dsir plus device while a patient was receiving nitric oxide (no) therapy. The patient had a baseline oxygen saturation in the mid to low 70% range and dipped to 62% during the event. A respiratory therapist responded accordingly and the patient recovered back to the low 70% range within a 10-second time frame. The event was assessed as non-serious and the device was returned for investigation. During a routine device service log review, a delivery failure alarm due to an apparent inter-processor link (ipl) failure was identified by a mallinckrodt employee. This service log finding meets the criteria of a reportable malfunction as it was located at a user's facility and set to administer a dose of inhaled no at the time of the event. This device was located in the united states when the reportable malfunction occurred.